Manufacturer narrative:
(B)(4). Date sent: 09/15/2004. Information anticipated, but unavailable at this time.

Event description:
Per user facility medwatch form #(B)(4), device malfunctioned - that is the device did not do what it was supposed to do. During a small bowel resection the tl60 linear cutter was used and several staples did not close on the bowel. Surgeon elected to hand stitch the bowel. No patient consequence.